Manufacturer narrative:
Device evaluated by MFR: promus premier select ous mr 28 x 2.50mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Damage to the proximal and distal ends of the stent. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. Appears that there was positive pressure applied on both distal and proximal balloon cones. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11nov2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The 95% stenosed, 24m x 2.75mm, eccentric, de novo target lesion with a <=45 degree bend was located in the mildly tortuous and moderately calcified left circumflex coronary artery. Following pre-dilatation, major dissection was noted in the artery. Subsequently, a 28 x 2.50 promus premier select drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable. However, returned device analysis revealed stent damage.